Event description:
Surgeon used zimmer dermatome for left thigh donor graft site for a split thickness skin graft. The blade was applied correctly, but when a 3 inch wide strip was begun, the dermatome allegedly cut deeply into the leg about 1/4 to 1/2 an inch deep. The surgeon took out the blade and replaced it and rechecked the settings and the settings were fine. The depth settings appeared normal and when the surgeon tried to take a second graft it allegedly again cut into the leg. The surgeon sutured the two wounds. One 3 inches long and one 1 inch long made by the zimmer dermatome on the upper left thigh. These were sutured with 4-0 nylon horizontal mattress sutures and simple interrupted sutures.